Event description:
The customer stated that her blood glucose readings were not being stored in the memory of a contour next one meter. No adverse event was alleged. The customer refused to provide further information and therefore, meter is not expected to be returned for evaluation.